Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that infections associated with central lines and the use of a 10 ml bd posiflush¿ sterile field (sf) saline syringe, in 10 ml syringe were being investigated by the FDA. There was no evidence that the bd device is implicated but all sources and common products are being investigated.

Manufacturer narrative:
Correction: type of report: the initial MDR was submitted as a 30-day report. Bd has changed our position on this incident and we are making a correction to report the MDR as a 5-day report.

Event description:
It was reported that infections associated with central lines and the use of a 10 ml bd posiflush¿ sterile field (sf) saline syringe, in 10 ml syringe were being investigated by the FDA. There was no evidence that the bd device is implicated but all sources and common products are being investigated.

Manufacturer narrative:
Investigation summary: as neither a sample nor lot number were available for evaluation by our quality engineer team, a three year review of complaints, environmental monitoring results, water test results, and quality notifications was performed. Upon review, the records indicate there were no occurrences of serratia marcescens documented within the drogheda manufacturing facility. The drogheda manufactured posiflush products are sterilized using moist heat sterilization; a process which is annually re-qualified. There is no morphological evidence that s. Marcescens has the ability to survive the moist heat sterilization process. In addition, s. Marcescens is a mobile organism with growing conditions of 5-40 degrees celsius, which is well below the moist heat sterilization temperature of 121 degrees celsius. Without a lot number a device history record review was not possible. A corrective and preventive action plan has been initiated to further investigate and monitor this issue. CAPA 449645 has been initiated to address the complaint.